Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had fallen on (B)(6) and broke her arm and leg. The patient then received a notification and presented to the clinic. The notification was for the right atrial lead which had exhibited a high impedance measurement. In clinic the impedance was normal; all other electrical values were stable and in-range. No intervention was performed.